Event description:
Caller reported a time discrepancy issue with the pump where the displayed time differed from the actual time by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in values above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring and following up if the issue recurs, which the caller understood and acknowledged.